Event description:
It was reported that cartridge alarm 30 occurred during the load process while pump was in use. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged a replacement pump, confirmed shipping details, and provided instructions for placing pump into storage mode, returning pump within 10 days, and setting up pump and continuous glucose monitor on replacement device; customer understood and acknowledged all instructions.